Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the up arrow, down arrow and ok keypad buttons are intermittently unresponsive. The reporter indicated that the keypad felt "loose" over the buttons and that the ok keypad button print appears worn, but was unsure of whether this occurred before the tactile issues. The reporter denied trauma or moisture to the pump. The patient reportedly wears the pump in a pocket and does not clean the pump. There were no reported adverse events associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling was observed. During testing, the keypad buttons unresponsiveness was not confirmed or duplicated; all of the keypad buttons responded appropriately and were functional. There was evidence of contamination found under the up arrow, down arrow and contrast key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.